Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, edema, visibility/palpability.

Event description:
Patient reported "pain, swelling" and "stiffness". This record is for the right side. The device remains implanted.